Event description:
Customer has reported erroneous potassium results that are exceeding 8.0meq/l and erroneous calcium results are 0 to 0.8mg/dl with no hemolysis noted. The order of draw they stated has been followed during collections.

Manufacturer narrative:
Due to a contamination, tubes have a positive potassium bias in the range of 1.9 to 2.6 mmol/l. For potassium analyses this can: move out of tolerance low values into normal range; move normal values out of tolerance.